Manufacturer narrative:
Event date is estimated based on the aware date as the event date was not reported.

Event description:
It was reported that a patient death occurred. It was reported via social media that "the patient had a cardiac tamponade a few days post procedure and then passed away several months later."

Manufacturer narrative:
B3: event date is estimated based on the aware date as the event date was not reported.

Event description:
It was reported that a patient death occurred. It was reported via social media that the patient had a cardiac tamponade a few days post procedure and then passed away several months later.